Event description:
A length of approximately 1/2 inch (5 coils) of the extra-fallopian portion of the essure coil that was inserted into the left fallopian tube broke off after deployment. The broken off piece was removed. A second coil was placed into the left side without difficulty.device #1is this a laboratory device or laboratory test?no.